Event description:
Rptr has product that they wish to return for credit. They have written with an itemized list and requested info on how to go about returning it. They have not been notified in any fashion and it has been over a mo and a half. Rptr would like to know how to possibly return these items.